Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. The customer reverted to an alternate method of insulin therapy and customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.